Event description:
The received implant operative report of (B)(6) 2004 indicates the subject bioprosthesis appeared to fit quite securely and snugly without any evidence of perivalvular leakage. Intraoperative tee was done which demonstrated no significant perivalvular leakage and no significant transvalvular gradient. The echo report of (B)(6) 2011 (7 years post implant) indicates patient currently presents with severe aortic valve stenosis and mild to moderate eccentric aortic regurgitation.

Manufacturer narrative:
Despite multiple follow-up attempts with the reporting surgeon, no update has been provided regarding the patient's condition and intervention plan, if any. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Updates will be reported once received.

Manufacturer narrative:
The subject device remains implanted and no interventional re-operations have been scheduled for this patient as of this writing. The serial number has not been provided or traced, and a device history record review cannot be completed. Stenosis of an implanted valve causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. Stenosis can be caused by various factors (calcification, pannus...etc). Without additional information or device evaluation, the root cause of the reported stenosis could not be determined.

Event description:
Edwards' hvt complaint dept. Was contacted regarding obtaining information for a prosthetic mitral balloon valvuloplasty by a surgeon who, due to the delicate health of his patient, was considering a possible valve in valve procedure. The patient's valve is significantly stenotic after an implant duration of approx 7 years (the valve was implanted in 2004). Edwards' physician contacted the surgeon about the case and provided him with the results of literature search for any case reports on the topic. No intervention/reoperation has been scheduled yet.